Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with morbid obesity. Approximately fourteen years seven months post filter deployment, computed tomography (CT) abdomen was performed, it revealed that the filter struts perforated. The device has not been removed and there were no attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fourteen years and seven months later, computed tomography (CT) revealed that the filter and more proximal struts extended partially through the inferior vena cava wall. Posterior strut extended into the prevertebral soft tissues, 7 mm protrusion. Medial struts extended into medial aortic wall, axial protrusion 3 mm. Anterior and lateral struts extended to pericaval fat. Another more inferior struts extended minimally through the visualized colon wall, one extending slightly into the anterior l4 vertebral body. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation of the reported is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with morbid obesity. Approximately fourteen years seven months post filter deployment, computed tomography (CT) abdomen was performed and it revealed that the filter struts perforated. The device has not been removed and there were no attempts made to retrieve the filter. The current status of the patient is unknown.